Event description:
While inserting drainage catheter with trocar punctured right index finger with contaminated trocar. Puncture wound caused due to possible product defect. Individual then treated and received gamma globulin 3.3 cc and hepatitis b vaccine.